Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high and low blood glucose levels. Customer stated that he is trying to pull up his last bolus but the sensor graph comes up instead. Assisted him on how to get to his bolus history. Customer¿s current blood glucose is 318 mg/dl. On (B)(6) 2017, at 11:00 am., he had high blood glucose of 500 mg/dl and he treated with a shot. In the evening, he said that he had a blood glucose of 48 mg/dl and he treated by eating 4 cookies and peanut butter and jelly. The customer believes that he may have forgotten to confirm his bolus which may explain why he had high blood glucose. He also stated that he was told to change his set every other day but does not do so. The customer declined troubleshooting for both high and low blood glucose. He stated that he treated with the insulin pump. The customer also mentioned that he was in the hospital due to low blood glucose. Nothing further reported. The pump will not be returned for analysis.